Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa device was inserted into the right femoral artery in a 67-year-old male patient presenting in acute mitral regurgitation (mr) and acute heart failure, in scai stage a shock, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support.. The impella was inserted for ventricular support for a high-risk cardiac surgery. During the procedure, the pump was placed in auto mode and there was a decrease in pump flow rate and a suction alarm. While preparing for venous-arterial extracorporeal membrane oxygenation (va ECMO), there was a current consumption increase alarm, leading to pump shutdown. Three attempts to restart failed. After va ECMO was established, the pump was exchanged. The pump flowed at p-2 with no suction alarms. It was noted that there was no thrombus before insertion, the activated clotting time (act) was 250 or higher, and an outflow of purge fluid was confirmed during prime. Good placement was confirmed by fluoroscopy. The cardiac surgery was completed successfully and the patient recovered. The impella is being conservatively reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3. Corrected information has been provided in b1(is product problem). The cause of the issue was not determined as there were no defects on returned product and data log analysis could not definitively determine root cause and insufficient clinical information was provided.